Event description:
The reporter stated that during a procedure a single level anterior cervical plate (14mm) was being bent to shape. The surgeon applied maximum force to the plate during this application of maximum force being applied the plate snapped. Surgery was completed successfully with no harm to pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.